Manufacturer narrative:
An event of device embolized and drop in blood pressure due to device being stuck in mitral valve was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant. The left atrial appendage was measured between 18.4mm and 21.2mm. The device was placed, all the close criteria were met, and the device was successfully implanted. The patient remained hemodynamically stable throughout the procedure. Immediately after the procedure, while the patient was still in the catheterization lab, the device embolized. It had appeared via transesophageal echocardiogram that the device wad floating in the left atrium and got blocked into the mitral valve. It was noticed that the patient's blood pressure dropped when the device was stuck in the mitral valve. The device was snared using a non-abbott device and percutaneously retrieved using a mitraclip steerable guide catheter. After the device was emergently explanted, the patient was transferred to the intensive care unit. The patient was reported as stable.